Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received: adding UDI# (B)(4). This is a follow up report for this additional information. Adding codes: health effect - clinical code: 1930. Type of investigation code: 10. Investigation findings code: 3243. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis abutment catalog # unk atis abutment to osseospeed tx 5.0 - 13 mm catalog # 24963. This is a follow up report for this corrected information. Correcting concomitant medical products from 24963-137625 to unknown atis abutment. This is a follow up report for this corrected information. Correcting product code from nha / common device name abutment, implant, dental, endosseous to dze/common device name implant, endosseous, root-form. This is a follow up report for this corrected information.